Event description:
It was reported that while the device was still in the box and getting set up for an implant it was found that the ventricular fibrillation detections were programmed on. Also, it was not wanted for the device to alarm since it measured impedance out of range so the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.